Manufacturer narrative:
(B)(4). Batch #unk. The following information was requested, but unavailable: did the white tissue pad completely detach from the device? If yes: how was the tissue pad retrieved? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after 1 hour of use, the white pad got detached. No patient consequence. Use of another device.

Manufacturer narrative:
(B)(4). Additional information received: did the white tissue pad completely detach from the device? No, the white pad was not completely detached. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.